Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor, parkinson¿s dual, parkinsonian tremor, and movement disorders. It was reported that today at the lead implant, the lead tip was bent on the new lead. The lead was defective. The doctor didn't use the lead with the bent tip. They implanted a different lead. The defective lead was to be sent back. No patient symptoms or further complications were reported as a result of this event.